Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/10/2001 and has no previous repair history. Evaluation of the device observed bent tines on both sides of the comb, roller gear removed, excessive wear and gnarling on the right end of the roller, minor wear to the side plate ears, hinge tops and shoulder bolts. A 2195 ratchet was returned with the device. The ratchet great was worn, inserted backward into the ratchet handle, with a set screw missing. Additionally, the bushing was partly out of the left side plate, gear was removed from the roller, dents and gouges to both side plates and wear to both should bolts. Customer did not return any cutters for evaluation. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. The device is 13 years old and was never sent into zimmer surgical previously for repair. Lack of preventative maintenance and improper handling by the user most likely caused the damage to the comb, which most likely caused the customer's reported event. It was noted that the customer returned a 2195 ratchet with the device. Usage of a 2195 ratchet as opposed to the 7701 ratchet most likely caused the damage to the roller. Additionally, improper handling was most likely the cause for the missing set screw and the exposed bushing. The device was serviced and returned to the customer.

Event description:
It was reported that the mesher was not producing an event graft. It was noted that both old and new cutters were tried. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.